Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump alarmed compromised forced sensor alarm and was resetting while she was changing out her reservoir. Her blood glucose is 160 mg/dl. She believes that she may have pressed a button but does not remember dropping her pump. During prime rewind troubleshooting, the customer said that the pump is alarming compromised forced sensor alarm and was advised to disconnect from the pump. She said that the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per her doctor¿s instructions. She was also advised that the possible cause of the compromised forced sensor alarm was that, during seating, the force sensor did not detect the reservoir. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked reservoir tube, broken reservoir tube lip, minor scratched display window and missing end cap sticker.